Event description:
It was reported that the healthcare provider observed fluctuating blood glucose due to the user routinely under-announcing meals while using the pump, which led to maladaptation of the dosing algorithm and necessitated a factory reset. Customer care walked the user through the reset and completed a blood glucose questionnaire, and the issue related to user procedure with relevance to the user interface. Symptoms included episodes of hyperglycemia and hypoglycemia ranging 39 mg/dl to 392 mg/dl. Outcomes included insufficient information regarding impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed a usage problem with no device problem found, indicating an improper or incorrect method attributable to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.